Event description:
It was reported that the implantable cardiac defibrillator (ICD) was explanted due to the infection. The patient status was unknown.

Event description:
New information received indicates that the patient had redness at the device implant site and the infection was not related to abbott's device. It was also noted that the implantable cardiac defibrillator and the leads had eroded through the skin. The right atrial (ra) lead, the right ventricular (rv) lead and the left ventricular (lv) lead were also explanted due to the infection. The patient was stable throughout the procedure.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.